Event description:
Subsequent to the initial MDR, clarification was provided on 05/12/2026. Technical support reported that a nurse indicated that on 03/18/2026, the patient¿s continuous glucose monitor (cgm) displayed glucose readings of approximately 130-140 mg/dl. During this time, the patient experienced symptoms including dizziness, frequent urination, abdominal pain, vomiting, and feeling cold. As the symptoms worsened, the patient¿s partner transported her to the emergency room (ER). No fingerstick blood glucose (fsbg) measurement was performed prior to transport, and the cgm receiver was not available with the patient at that time. Upon arrival at the ER, the patient¿s blood glucose was measured at 221 mg/dl. The patient was treated with an intravenous (IV) insulin infusion, IV fluids, and potassium, and was admitted to the intensive care unit (ICU), where she remained for three days before being transferred to a step-down inpatient unit. She was discharged on (B)(6) 2026, with reportedly stable blood glucose values and noted that she was feeling somewhat improved at the time of discharge. The reporter indicated that the cgm displayed readings within the normal range and did not generate alerts while the patient was symptomatic. Additionally, the fsbg value obtained at the hospital differed from the cgm readings reported prior to hospitalization. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm displayed a glucose value of 130 mg/dl. At that time, the patient reported symptoms including dizziness, frequent urination, abdominal pain, vomiting, and feeling cold. No fingerstick blood glucose (fsbg) measurement was performed. As the patient¿s symptoms worsened, her partner transported her to the emergency room (ER). Upon arrival at the ER, a bg measurement was obtained and reported as 221 mg/dl. The cgm receiver was not with the patient at that time. The patient was initiated on an insulin drip, intravenous fluids, and potassium replacement. She was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU), where she remained for three days before being transferred to a step-down unit within the hospital. The patient was discharged on (B)(6) 2026 with reportedly stable blood glucose values and stated she was feeling somewhat better at the time of discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 codes: health effect - clinical code problem code: e2304 chills / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Manufacturer narrative:
(B)(4)..